Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Deivce not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (240-250 mg/dl range). A correction bolus was delivered to address the bg level. The cause of the high bg was not known. However, contact reported that a larger amount of insulin was needed to resolve the high bg level since updating the pump software. As the bg event had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.

Event description:
The contact reported that the blood glucose level normalized and the high blood glucose event was to be discussed with a healthcare provider.